Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; although specific value was not provided. Reportedly, due to the bg level, the customer required assistance from a mobile nurse. The nurse provided the customer with an intravenous fluid of saline. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.